Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained episode closest to vf zone was observed. Upon interrogation, lead noise was noted on electro grams. The lead was capped and replaced. The patient was doing well.